Manufacturer narrative:
Evaluation summary: the device was not returned to medtronic for evaluation however, 3 images were received. 1 images was of the packaging, the other 2 were of the device. The 2 images of the device show a balloon with a twisted point in the middle of its length. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat a 200mm moderately calcified plaque lesion in the distal left superficial femoral artery. 75% stenosis was reported. The artery had no tortuosity and a 6mm diameter. Medtronic devices used included 2 pta pacific plus balloons (5mmx120mmx130cm <(>&<)> 4mmx120mmx130cm) and in.pact pacific 5mmx120mmx130cm. Other devices used include a non-mdt 0.018" wire, non-mdt 6 fr crossover sheath and non-mdt balloons. Crossover approach was used with no significant resistance when advancing the device. When using the in.pact pacific the angiogram showed it could not fully inflate (pressure 10atm used). The device had not passed through a previously deployed stent and no excessive force was used. The procedure was completed after this and the device was removed. Note: please note that this device, in.pact pacific pta balloon, is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral pta balloon. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.